Manufacturer narrative:
The customer reported that the org is dropping its signal on transmitters that are attached to it. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. This issue was seen on receiver 6. This device had an old version of the receiver. This was replaced with a newer version of receiver. The device was retested and no other issues were found. The device was repaired and returned to the customer.

Event description:
The customer reported that the org is dropping its signal on transmitters that are attached to it.